Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: hiryu3.0-8, sequent3.0-20. Guide wire: run-through extra floppy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with mild tortuosity, mild calcification and 75% stenosis. A 3x8mm non-abbott balloon catheter was advanced toward the target lesion. An indeflator was removed from packaging and silicone oil was noted on the locking switch. The indeflator was pressurized and the needle of the indeflator pressure gauge indicated 4 atmospheres (atm) then the needle decreased to 2 atm. Pressure was applied again and the needle increased up to 10 atm. When pressurizing a 3x20mm non-abbott balloon with the same indeflator the same issue occurred. The needle of the pressure gauge increased up to 4 atm then went down to 2 atm. When pressurized again the needle increased to 10 atm. Silicone oil was observed on the locking switch after unpacking but the indeflator was used for the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The broken device and irregular appearance were not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties as they were unable to be confirmed during return analysis testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.